Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2006 and presented on (B)(6) 2017 with loss vision in both eyes equal or above 2 lines and ectasia in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva) equal or above two lines. The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Patient was referred out. Bcva from (B)(6) 2006: right eye pre-op 20/20 -2.00 x -1.25 x 100, left eye pre-op 20/20 -2.00 x -1.00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/50, left eye post-op 20/30. This report is for the intralase laser system. A separate report is being submitted for the excimer system.